Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that a 68 year old female patient faced an event of kinked cannula issue, occured within three or more hours of insertion, on (B)(6) 2024. The insertion site of the infusion set was at the back of the arm. Furthermore, the patient confirmed that the site location was regularly rotated . Patient replaced the supplies as necessary and resumed insulin deliveries successfully. Patient reported high bg levels (highest reported to be 295 mg/dl), and treated it with corrected bolus via pump. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.